Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed elevations in pump power/estimated flow; however, a specific cause for the change in pump parameters cannot be conclusively determined through this investigation. A direct correlation between (B)(6) and the report of suspected device thrombus cannot be conclusively determined through this investigation. A direct correlation between the report of suspected device thrombus and the elevated pump powers/estimated flows cannot be conclusively determined through this investigation. The submitted log files contained relevant overlapping data spanning from 18may2020 at 14:51:11 to 25may2020 at 10:21:57, per the timestamp. No notable alarms were captured; however, an elevation in pump power/estimated flow associated with pi events was captured from 20may2020 at 11:46:55 to 22may2020 at 03:53:03. Additional intermittent elevations in pump power/estimated flow typically associated with pi events were captured throughout the remainder of the log file data. A specific cause for the change in pump parameters cannot be conclusively determined. The account communicated that the patient underwent a pump exchange on (B)(6) 2020. The patient had 4 ribs removed at the time of implantation and showed some signs/symptoms of heart failure. The patient has since been extubated, with slowly increasing pump powers/estimated pump flows. A few days after implant, the account had concerns of pump thrombus due to sustained elevations in pump power/estimated flow. The patient was on dobutamine, epinephrine, lasix, and cardene with mean arterial pressures and central venous pressures ranging from 88-97 and 9-11, respectively. The patient¿s pump powers have since returned to the 6-7w range and an echocardiogram has shown the vad to be operating as intended. The patient is asymptomatic and remains ongoing on (B)(6). The patient will follow-up with the center on a monthly basis and remains on their current plan of care. No further events have been reported at this time. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing high powers and flows. These higher powers were associated with pi events. On (B)(6) 2020 the site attributed them to probable thrombus. It was reported that it was suggested "burn in" for the high flows and powers on (B)(6) 2020. The powers were reported to be stable and an echo was performed which found that the pump was working appropriately. There were no patient symptoms and that the treatment was ongoing. No further information was provided.